Manufacturer narrative:
During service, the beckman field service engineer (fse) evaluated the instrument and replaced the collar wash vacuum valve to resolve qc and leaking issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported obtaining low quality control (qc) and observing proximately 100 milliliters (ml) of leaked fluid accumulating inside the reagent refrigerator compartment and under the reagent probe b on their unicel dxc 660i synchron access clinical system. The leak was contained to the instrument. The customer wore gloves, lab coat and goggles while troubleshooting. No one needed medical attention. No erroneous results were generated. Only quality control was run at the time of the event.